Manufacturer narrative:
Submit date: 8/16/2018. A review of the device history record for lot #17h02863x was performed with no discrepancies observed related to any potential product issue. A lot will not be released unless all acceptance criteria inspections per established sampling levels are within acceptable limits. One (1) sample was received for evaluation. Sample has been removed from original packaging and soft-pack seal has been broken. The luer tip is broken as seen in attached image. Magnification was used to view the luer surface around the broken tip for roughness, and was confirmed when gliding finger along the edge. Unknown liquid is present inside the syringe, which indicates attempted use at the customer location. The method of root cause analysis that was implemented in this investigation was to conduct a six m assessment. The probable root cause is customer handled product incorrectly and damaged luer during drawing of fluid. Based on the information available, trend analysis, and the investigation findings, a formal investigation is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported issue: no specific issue; no further information provided. The sample was returned for evaluation. Based on the sample evaluation results, the luer tip is broken.